Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced feeling the mesh between the vagina and the rectum, erosion, dyspareunia, difficulties with bowel movements, vaginal bleeding, leaking of urine and perineocele and tight introitus. Evaluations, a removal of the mesh and a perineocele repair were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).